Event description:
During initial implant procedure, the right ventricular (rv) lead dislodged while trying to remove the delivery catheter. While attempting to reposition the rv lead, the helix retracted unexpectedly. The rv lead was explanted and a new lead was successfully implanted to resolve the event. The patient was in stable condition.